Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the pump¿s black box history showed a cs 088 alarm. During investigation, the pump was powered on and the cs 088 alarm was duplicated after one hour. The pump cover was removed and internal moisture damage was noted on multiple internal components on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 088 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.